Manufacturer narrative:
An ht70 ventilator was returned to covidien/medtronic¿s product analysis. An investigation was performed and the reported issue was verified. The identified root cause of the reported issue was isolated to the pressure valve. The pressure valve was replaced and the unit passed all testing and operates within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 ventilator was auto-cycling. At this time, it is unknown if there was patient involvement.